Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was lying in bed when the system controller alarmed to replace the system controller. The pt felt dizzy. The system controller was switched and the 2nd system controller did the same thing. The pt was placed on a third system controller with no issues since. The perfusionist attempted to look at the history of both system controllers, but had difficulty downloading it.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.